Manufacturer narrative:
(B)(4). The evaluation is anticipated, but no sample returned yet. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking towards the bottom left corner. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The leak was discovered after compounding but prior to release. Evaluation summary: the reported sample was returned for evaluation. The visual inspection and the functional testing identified and confirmed the reported condition as a large leak located on the rear face of eva bag. Magnified inspection of the leak location identified a gouge with a raised eva edge around the side of the gouge. The opposite inside face of the bag did not show any sign of contact, indicating the condition occurred post bag fill. Based on evaluation findings, in addition to customer report of the leak being identified prior to the release of the compounded bag, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.